Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Vessel spasm is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported spasm was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed a pc400 coil into the aneurysm using a px slim delivery microcatheter (px slim); however, a portion of the pc400 coil was outside of the aneurysm. The physician then decided to retract the pc400 coil back into the px slim to deploy again. While the pc400 coil was being retracted, it unintentionally detached and about 2 cm of the coil stayed outside of the aneurysm. The physician reported that there was no resistance while retracting the pc400 coil. For the next two hours, the physician attempted to deploy the 2 cm segment of the pc400 coil back into the aneurysm but was unsuccessful. At this point, the patient began experiencing a spasm. No treatment was required for the spasm. The spasm decreased when the physician stopped trying to deploy the pc400 coil back into the aneurysm. The physician considered removing the pc400 coil from the patient and using a new coil but after consulting with the local team and other physicians, the physician changed his mind and wanted to use a carotid stent to continue the procedure. However, the physician was unable to obtain a carotid stent and the procedure was completed. The patient was stable, under observation and receiving oral therapy to avoid thrombus. The pc400 coil is still implanted in the patient.